Event description:
Same case as MDR: 2134265-2013-07565; 2134265-2013-07567. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used and able to show an image. When the physician attempted to perform pullback, the motor drive unit was unable to perform automatic pullback. They reconnected the device several times but the issue was not resolved. The procedure was completed with a different catheter. No patient complications reported and the patient's status is good.

Event description:
Same case as MDR: 2134265-2013-07565; 2134265-2013-07567. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used and able to show an image. When the physician attempted to perform pullback, the motor drive unit was unable to perform automatic pullback. They reconnected the device several times but the issue was not resolved. The procedure was completed with a different catheter. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was able to properly pullback manually and automatically. A good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).